Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to sepsis. It was not reported if the pt was hospitalized prior to death or if an autopsy was performed. Treatment for the sepsis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.